Event description:
It was reported that the programmer was stuck in a continual reboot. The representative also questioned whether some migration software was lost and requested that it be confirmed that the software is up to date. The programmer was returned for service and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the programmer powered up as required. The operating system migration had not been completed. This was completed and then software was reloaded.